Manufacturer narrative:
The ge service representative was notified that the customer was having local biomedical personnel investigate and address the missing image problem and cancelled the service call. Information given to date indicates that the system is now operating as intended. If additional information is received we will notify.

Event description:
It was reported that the 9800 system was loosing images. No report of patient injury.